Event description:
It was reported that the black footswitch wasn't working during the case. They weren't getting foot pedal activation with the min or max pedal. They were able to complete the case with hand activation. No patient consequence.